Event description:
The customer reported that fluoroscopy could not be performed with the foot pedal of the stenoscop system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. A connection between memory cards was repaired. The system operates as intended.